Event description:
Customer called to report that there was an excessive buildup on the blood sampling valve (bsv) and also noted a clenz (cleaner) leak in the right side of the coulter lh500 hematology analyzer. The field service engineer (fse) inspected the instrument and observed that the tubing going through pinch valve (pv) 66 had a pinhole and was leaking. The fse also found that the tube going to the clenz (cleaner) reservoir also had a minor leak. Pv66 (sweep flow vent) is driven by solenoid 2, and is responsible for rbc count process. The fse replaced the tubing going through pv66 and trimmed the edge of the tubing for the cleaner reservoir and reinstalled it. There was no further evidence of leaking. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the first leak was a pinhole in the tubing going through pv66. The root cause for the second leak was that the tubing going to the clenz reservoir was worn and required repair at the connection. Customer stated that patient sample results were not affected, and that no one was exposed to or harmed by the leaks.

Manufacturer narrative:
(B)(4).